Event description:
The customer reported error code 120.4610 with their 8015. There was no patient involvement.

Manufacturer narrative:
With fi results, e2 to "yes", e4 to "no", g2 to "health professional",date rec¿d by MFR to "2/24/21", g6. The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 120.4610 technical support - informed this is most likely due to power supply board and the switching power supply. Recommended sending in for repair. Customer will send in for repair through customer portal. Technical support case will now be closed. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. H3 other text : no devices received.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported error code 120.4610 with their 8015. There was no patient involvement.